Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-dec-2023. H.6. Investigation summary: bd received forty-four (44) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, the returned samples and one hundred (100) retains were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper popped out of the tube. The event occurred 3 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: "customer reports issue with rubber not puncturing properly when trying to a manually pierce to prepare a hematology slide while using cat 367861 lot 3163679. Per customer, they are trying to prepare a manual slide for a differential but they encountered issues piercing the rubber stopper with the diff-safe dispenser and the stopper popping off once they get the dispenser through. When stopper pops off, blood leaks."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper popped out of the tube. The event occurred 3 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: "customer reports issue with rubber not puncturing properly when trying to a manually pierce to prepare a hematology slide while using cat 367861, lot 3163679. Per customer, they are trying to prepare a manual slide for a differential but they encountered issues piercing the rubber stopper with the diff-safe dispenser and the stopper popping off once they get the dispenser through. When stopper pops off, blood leaks."